Event description:
Additional information received from the consumer reported that "the anchors" had completely broken loose from the patient's "battery pack" in her stomach. The patient was waiting to be scheduled for a revision. The patient's insurance had approved coverage for the revision, and the patient was waiting on the healthcare professional. It was noted that the patient was still in so much pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) ¿poked out really bad¿ since implant; it was always giving her pain and it was always getting caught on things. It got caught on her jeans or it would get caught when she would bend over to get something. The patient had gone to the healthcare professional right before the holidays. The patient was told to wear a brace/girdle or to come down to the healthcare professional¿s office and the healthcare professional would take it out. It was noted that the healthcare professional would not suture it down. The consumer also reported that the ins was flipping and turning. The ins flipping issue began three weeks after implant, and it was making it hard to connect to the implantable neurostimulator recharger (insr). The patient stated the ins would ¿pop¿ and she would see ¿a sinkhole,¿ and then she would sit down and the ins would ¿pop back out.¿ when the patient had a bowel movement, she had to put on the brace. Otherwise, it looked like she had a hernia and ¿it pushed out.¿ the reported issue got worse the more the patient moved positions. It was noted that the patient wanted to keep the device because it was helping her, and she wanted to find another healthcare professional that would suture it down. Additional symptoms associated with the event included burning pain, bruising, and seeing it sticking out through clothes; these symptoms were located at the ins site. The consumer also reported that the healthcare professional told the patient the ins would not stick out when the swelling went down. It was also reported that a manufacturer representative was made aware of the ¿ins sticking out¿ issue at a post-operative check up on (B)(6) 2015. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included spinal pain.